Event description:
Further information from the field indicated there was no allegation of any malfunction of the leads.

Manufacturer narrative:
The reported event of undersensing was confirmed via review of egms. A review of the session records by abbott technical support indicated there was no malfunction of the leads or device and that they were working as programmed. Technical support did confirm here is some undersensing due to the nature of the sensibility algorithm and the signals are very small, but did not causing delay to therapy initially. There was a return to sinus because of the small signals and then rate has deteriorated, consistent with an agonal rhythm. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, high-voltage (hv) output, and patient notifier were all tested and no anomalies were detected. No device malfunction was noted during testing and the cause of the field event was undetermined.

Event description:
During a remote follow-up, the patient expired due to an unknown cause. Upon investigation, inadequate high voltage (hv) output and functional undersensing was observed on the device. Technical support was contacted and determined the device was performing as programmed. There is no allegation the device caused or contributed to the patient death.